Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Concomitant products: biosense webster, inc. Product - thermocool® smart touch¿ bi-directional navigation catheter, catalog #:d132705, lot #:unknown; biosense webster, inc. Product - carto® 3 system, catalog #: fg540000, serial #: (B)(4). Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase with a noga-star¿ cardiology catheter, the patient¿s blood pressure dropped, and cardiac perforation was confirmed by echo. Pericardiocentesis was performed to remove 250cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required as a result of the adverse event, the patient was previously scheduled for valvular surgery during same stay. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was not performed. No ablation was performed prior to the adverse event. The catheter irrigation was set at 2 ml/min. No error messages were observed on any biosense webster, inc. Equipment during the case. The force visualization features that were used included graph, dashboard and vector.